Event description:
Info rec'd indicates the head section will not go up or down.

Manufacturer narrative:
The tech found the hydraulic fluid in the manifold was contaminated. The tech replaced the manifold to repair the bed.